Event description:
Shockwave medical was made aware of an incident potentially involving one of the company's marketed ivl devices through a social media posting on (B)(6) 2019. The twitter posting indicated that a vessel had ruptured during the lithotripsy procedure while treating the anterior tibial artery. According to the post, the procedure was done in accordance with the IFU. No atherectomy or previous balloon angioplasty was performed. The rupture was treated with a viabahn covered stent to seal the affected area. Final fluoroscopy images showed that the rupture was successfully covered. Follow up information from the physician indicated that the dissection was most likely due to balloon expansion, and not as a result of the ivl therapy. Per last communication, the physician indicated that the patient was doing fine. Additional case details are limited, and despite the multiple attempts by the company to obtain further case and patient information, very little was provided. Therefore, shockwave is submitting this reportable event out of abundance of caution.